Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30 jul 2020.

Event description:
The customer reported vent inoperable. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4:15dec2020. B4:16dec2020. The field service engineer (fse) checked the machine, was unable to duplicate the problem. The fse returned the unit to the customer, and the unit is back in service. No part was replaced in the repair of the unit, customer alleged malfunction was not duplicated. A service history was performed and unit worked according to specifications prior to being released. No root cause can be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.